Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report having accuracy issues with her meter. Analysis run on clark error grid using mean avg. Reading (385) as reference point vs. Bd readings (551, 360, 289, 340) yielded same data points in the c range of the grid, outside acceptable limits.